Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 694775 lead, (B)(6) 2010. A 5076-52 lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. The patient is enrolled in the optilink (B)(6) clinical trial. No further patient complications have been reported as a result of this event.